Event description:
It was reported that 6/6 placement was done in the fluoroscopy room, and immediately after placement, infusion was started in the ward, leakage occurred from the external catheter (location: unknown). There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that 6/6 placement was done in the fluoroscopy room, and immediately after placement, infusion was started in the ward, leakage occurred from the external catheter (location: unknown). There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed blood use residues throughout the returned catheter. Nothing remarkable was observed along the catheter. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter was patent to infusion. A functional test of attempting to pressurize the catheter with water using a 12 ml syringe revealed no leaks were observed along the catheter. A microscopic observation revealed nothing remarkable along the length of the catheter. Because the leak could not be identified along the returned catheter, the complaint of a leaking catheter is unconfirmed. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.